Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings. Further testing was not able to be performed. The pump case leak was found during investigation. The pump case was opened and moisture damage was found on the printed circuit board. The complaint of a battery life issue was not able to be adequately investigated due to unrelated keypad issue reported on animas medwatch report number 2531779-2019-03095. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.